Event description:
Info was provided from user facility medwatch report: during thrombolysis via popliteal approach, the wire end became knotted in the soft tissues and broke, leaving a 2mm fragment in the soft tissues of the calf. Retrieval of the fragment would have done more harm than benefit to the pt. Remainder of the wire guide was discarded. A foreign object (portion of the wire guide) remains in the pt. No attempts to retrieve the separated segment of wire guide were made. During thrombolysis via popliteal approach, the wire end became knotted in the soft tissues and broke, leaving a 2 mm fragment in the soft tissues of the calf. Retrieval of the fragment would have done more harm than benefit to the pt. Remainder of the wire was discarded.

Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4). No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during mfg and again, prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." W/o the complaint device, we cannot make a conclusive root cause analysis. When we have seen this type of device failure in the past, it has generally been associated with the wire guide being damaged by withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. The event description states that the "wire end became knotted in the soft tissues and broke," suggesting the retrieval force exceeded the design specification. The root cause for this complaint will be listed as user technique. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment. Add'l info from the user facility report: model#: g08427.